Event description:
Customer reports to have experienced keypad anomaly due to jumping into a swimming pool with insulin pump attached. Customer's blood glucose was 180 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked battery tube threads. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)